Event description:
It was reported that the patient was not able to adjust stimulation. Caller reports display showing "call your doctor" icon. A por (power on reset) condition and the por message was day of call. Stimulator has been off for 1.5 years and the patient wants to turn the system back on. The patient had it off because the doctor was doing a lot testing systoscoping. The patient was still on a catheter and now they were trying to see if stimulator was turned back on if he can be weaned from the catheters. Additional information received from healthcare provider reports there was no problem with device. The patient accidentally turned off device. The generator turned on in office without incident on (B)(6) 2015. The patient recovered without permanent impairment. Additional information received reports the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative.

Manufacturer narrative:
Concomitant products: product ID: 3037, product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3093-28, lot# v302550, implanted: (B)(6) 2009, product type: lead. (B)(4).